Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 87, 147, 99 and 190 mg/dl. Tests were done within 10 minutes. Patient has stored test strips improperly. Patient did not experience any adverse events. No further information has been reported.